Manufacturer narrative:
No injector was returned for evaluation for the report of the lens being damaged during implanting and then having to be removed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A doctor reported that during a cataract extraction with intraocular lens (iol) implant procedure, jagged damage was found around the iol haptic after the iol was implanted in the patient's eye. The cartridge is suspected to have caused the damage to the iol. The iol was exchanged during the initial procedure. The wound was enlarged to remove the initial iol. The result of the iol exchange was favorable, and the surgery was completed. There are two medical device reports associated with this event. This report is for the iol delivery system.

Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the report of the lens being damaged during implanting and then having to be removed; therefore, the condition of the product could not be verified. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).